Event description:
A high glucose readings issue was reported with the abbott diabetes care (adc) device in use with insulet (omnipod 5, pdm) device. A customer reported receiving an unspecified high reading on the adc device while connected to the insulet (omnipod 5, pdm) however, the pump wasn't delivering insulin. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting, dissociation, dizziness, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unspecified) and three bags of fluids for the diagnosis of diabetic ketoacidosis (dka). The customer was also provided oxygen, potassium fluid, zofran (anti-nausea and vomiting), and their standard prescribed medication (unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of all pertinent information available to abbott diabetes care has been submitted.